Manufacturer narrative:
The device history record (DHR) was reviewed on 6/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate plus profile 300cc saline prosthesis, catalog: 350-2300, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, two devices with the same lot number were returned. Both products contained no fluid. On device a, white material was observed within the device and on the shell surface; device b presented white, yellow and red material was observed within the device and white/ yellow material on the shell surface. Mentor product analysis lab discovered in device a valve leakage and on device b a rent measuring approximately 1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, yellow and red material found on the devices. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12/12/2018 indicated the patient underwent bilateral removal and replacement with saline mentor smooth round high profile 270cc, catalog number 3503270, lot number 7625250, serial number 7625250-021 (l) and serial number 7625250-036 (r) on 12/3/2018. On 12/12/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).